Manufacturer narrative:
It was reported that a saber rx balloon catheter (bc) ruptured at eight atmospheres (8 atm). It was unknown how the procedure completed but the procedure was completed successfully. There was no reported patient injury. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 100 %. The device inflated normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A guidewire crossed the lesion and a saber percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion. The balloon completely covered the lesion, and then it inflated to 6 atm for 120 seconds. To remove the indentation, it was inflated for the second time at 8 atm, however, it ruptured in approximately 5 seconds. The product was removed intact (in one piece) from the patient. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17614412 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with 10% stenosis) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber balloon catheter ruptured at eight atmosphere (8 atm). It was unknown how the procedure completed but the procedure was completed successfully. There was no reported patient injury. A guidewire crossed the lesion and a saber percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion. The balloon completely covered the lesion, and then it inflated at 6 atm for 120 seconds. To remove the indentation, it was inflated for the second time at 8 atm, however, it ruptured in approximately 5 seconds. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 100 %. The device inflated normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. No other information was provided.